Event description:
The customer initially reported that approximately two hours into a gastrectomy, the device would no longer open. The device was not on tissue when this occurred. A new device was used to complete the procedure without incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the ski handle pin was missing from the device.

Manufacturer narrative:
(B)(4), date of initial report: (B)(4) 2011. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.